Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on : the patient underwent l4-5 spinal fusion .preoperative diagnosis :1. Lower extremity radiculopathy. 2. Herniated disk. 3. Back pain, 4. Spondylolisthesis. During the procedure : -1. Posterior spinal instrumented fusion l4-5. 2. L5-s1 . 3. Posterior interbody (tlif) l4-5 as well as a 4. Posterior spinal fusion with rh-bmp2/acs and local allograft. 5. Laminectomy at l4 and l5 as well as 6. Fluoroscopic implantation of pedicle screws, 7. Somatosensory evoked potentialand electromyogram screw testing. Per op notes , a posterior incision was made, after time out, that was localized fluoroscopically, taken down to posterior elements. Attention was turned first to placement of pedicle screws. Pedicle screws were placed in s1, l5 and l4. Next, several 5 mm screws were placed. Screws were placed and pedicles were identified directly under ap and lateral fluoroscopic imaging . A size 10 was fitted with local bone. Please note "no rh-bmp2/acs was placed in the tlif cage or around the areas where the tlif was performed." The local bone was put into the cage with some putty and tapped into place under direct fluoroscoplic visualization. Next rods were placed on the screws. Distraction was performed at l5-s1 to align the l5 vertebral body with the sacral body.(B)(6) 2011 <(>&<)> (B)(6) 2011 <(>&<)> (B)(6) 2011 <(>&<)> (B)(6) 2011 <(>&<)> (B)(6) 2011, the patient was here for follow-up and complaint of right thigh symptoms. X rays from (B)(6) 2011 were reviewed . (B)(6) 2011 patient underwent MRI: interval lumbar decompression and fusion from l4 through s1, as detailed above. There is some enhancing epidural granulation tissue or fibrosis at the l4-5 level bilaterally, worse on the left than the right. Correlate for left l5 radiculopathy. (B)(6) 2011, the patient was here for follow up and his condition has improved. (B)(6) 2011 <(>&<)> (B)(6) 2011 <(>&<)> (B)(6) 2011, the patient was also evaluated and was undergoing physical therapy . Radiological test reports were assessed. (B)(6) 2011 <(>&<)> (B)(6) 2011, the patient presented for follow up. He was making progress with regards to his right thigh pain improving. X rays examination were conducted and reviewed . (B)(6) 2011 <(>&<)> (B)(6) 2011, the patient presented for follow up status post decompression and fusion at l4 to s1 . His imaging study indicated good alignment , solid fusion at l4 to s1 . (B)(6) 2012 <(>&<)> (B)(6) 2012 <(>&<)> (B)(6) 2012 , the patient presented for follow up and still struggling with sitting , standing and walking tolerance. He also had disability evaluation .